Event description:
It was reported that the broach got stuck on the handle. It was noted the handle worked with other broaches.

Manufacturer narrative:
Product complaint # (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: h3, h6: a product investigation was completed: visual inspection of the returned device found signs of usage on its overall surface. Additionally, the edges of the post/adaptor surface were found deformed. No other anomaly was observed on the device surface. Potential cause, for the deformation observed on the post, can be traced to an unintended use error by improper handling/care of the device, or by assembling the device in a misaligned position with its mating component, leading the device material to overload. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was performed using a depuy synthes lab sample broach handle as mating component. Functional test revealed the broach could assemble and hold with no undesired movement. However, some resistance was identified during the assembly/disassembly of the device with this mating component, condition that could have led to experiment a difficulty in this process and/or inability to disengage it as intended. The overall complaint was confirmed as the observed condition would have contributed to the complained device issue.based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.